Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was placement signals aortic and motor current lost pulsatility and became flat. The patient had subsequent coagulation index drop from 2.3 to 1.5. Intensivist confirmed with imaging and attempted to recross on transthoracic echocardiogram which was unable. The device being pulled back and unable to recross did contribute to hemodynamic compromise requiring epi increase from 0.08 mcg/kg/min to 1.2. The device was explanted and the patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of positioning issue was unable to be determined due product not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.